Manufacturer narrative:
Concomitant products: product ID: 3093-33, lot#: v926210, implanted: (B)(6) 2012, product type: lead. Other relevant device(s) are: product ID: 3093-33, serial/lot #: (B)(4), ubd: 25-jan-2016. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by the manufacturer representative (rep) that on (B)(6) 2021, that the patient presented for an ipg (3058) replacement because it had completely depleted. The procedure was performed under local anesthesia due to the patient age and medical history (not alleged to be related to the device/therapy.) During the intraoperative impedance check, the impedance shown on electrode 2 was >4,000 ohms and the physician stated that they had been aware because they discovered it when they had used the 8840 clinician programmer during a patient visit, but could not remember when. The physician requested they program around the impedance issue on electrode 2 and that was why the patient was active on c1 prior to the ipg depleting. The rep reported that there were no known environmental/patient factors and no diagnostic/troubleshooting was performed. The rep said no interventions were taken as the physician requested they program around the impedance issue on electrode 2, the lead remained in use and the issue was resolved at the time of the report. No surgical intervention due to this issue was planned and the rep and hcp had no further information to report.